Manufacturer narrative:
Evaluation summary: operative notes are not returned for review. Two very poor quality x-rays are provided, which do not allow for visual analysis. The component fit and orientation per the surgical technique is unknown. The patient's activity at the time of the dislocations are unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. It is unknown if the patient experienced any unreported traumatic event. Cause cannot be definitively determined. Evaluation codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to multiple dislocations.